Event description:
The reporter stated that, she checked the customer's blood glucose of 40 mg/dl and then within a few seconds another reading of 99 mg/dl, on the same meter. Reporter states, pt was given a glass of milk. No injury was reported. Qc testing was not performed on the device. The device was replaced and requested to be returned for eval.